Event description:
It was reported that the patient's device had a burst watchdog timeout alert which inadvertently reset the patient's device. The device was programmed back on after this occurred and the settings were adjusted per the manufacturer¿s recommendations to avoid this kind of error in the future. No additional relevant information has been received.